Event description:
As reported from the medical affairs, the patient underwent an arteriogram and bypass surgery of 3 coronary vessels on (B)(6) 2010. A bypass could not be completed on a fourth vessel due to "he has such small vessels" and so two cypher stents were placed in the rca on (B)(6) 2010. Chest pain continued, and he developed a "pseudoaneurysm" when his line was pulled out in 2010. On (B)(6) 2010, another cypher stent was placed in the "diagonal" vessel, during one night planned hospitalization. On (B)(6) 2010, the consumer had a heart attack, and during an unplanned overnight hospitalization, an abbott drug eluting coronary stent was placed in an unknown vessel. During the procedure, it was determined that one of the cypher stents had collapsed. On (B)(6) 2010, the consumer had another heart attack, and two abbott coronary stents, one drug eluting, were placed in unknown coronary vessels. During the procedure, it was determined that a blood clot had formed in an unknown vessel. It was also determined that only four of the stents placed previously were working. On an unspecified date, the consumer experienced anxiety. Treatment included xanax, prescribed in (B)(6) 2012. Beginning (B)(6) 2013, the consumer experienced "spells mimicking heart attacks without the pain", described as "sweating" at night, nausea, and dizziness. On (B)(6) 2013, omeprazole was prescribed. A nuclear stress test on (B)(6) 2013 showed stents working well. MRI of the brain is scheduled for (B)(6) 2013 to rule out "blockage" or stroke. Additional information is not available.

Manufacturer narrative:
The exact event dates are unknown however please find appropriate information in the description. Concomitant medications included aspirin, lipitor, nitro patch, nitroglycerin, omeprazole, prasugrel, ramipril, stool softener, toprol xl and xanax. As reported from the medical affairs, the patient underwent an arteriogram and bypass surgery of 3 coronary vessels on (B)(6) 2010. A bypass could not be completed on a fourth vessel due to "he has such small vessels" and so two cypher stents were placed in the rca on (B)(6) 2010. Chest pain continued, and he developed a "pseudoaneurysm" when his line was pulled out on 2010. On (B)(6) 2010, another cypher stent was placed in the "diagonal" vessel, during one night planned hospitalization. On (B)(6) 2010, the consumer had a heart attack, and during an unplanned overnight hospitalization, an abbott drug eluting coronary stent was placed in an unknown vessel. During the procedure, it was determined that one of the cypher stents had collapsed. On (B)(6) 2010, the consumer had another heart attack, and two abbott coronary stents, one drug eluting, were placed in unknown coronary vessels. During the procedure, it was determined that a blood clot had formed in an unknown vessel. It was also determined that only four of the stents placed previously were working. On an unspecified date, the consumer experienced anxiety. Treatment included xanax, prescribed in (B)(6) 2012. Beginning (B)(6) 2013, the consumer experienced "spells mimicking heart attacks without the pain", described as "sweating" at night, nausea, and dizziness. On (B)(6) 2013, omeprazole was prescribed. A nuclear stress test on (B)(6) 2013 showed stents working well. MRI of the brain is scheduled for (B)(6) 2013 to rule out "blockage" or stroke. Additional information is not available. There is no sterile lot number information available and thus no DHR could be performed. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease. This is one of two reports involved with these adverse events in which associated manufacturer report numbers are 3003742446-2013-00105 and 3003742446-2013-00106.